Manufacturer narrative:
Product event summary: analysis not able to confirm the programmer turned off, programmer passed functional testing. Analysis confirmed the programmer kept beeping; the modem card was not fully inserted and the programmer kept trying to connect and kept beeping. Analysis also found the system fan is noisy and the programmer printer makes noise when printing at high speed. It is noted system errors found in the programmer error log.

Event description:
It was reported the programmer is beeping constantly and intermittently turns off during check. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).